Event description:
New IV pump software goes to "kvo mode" when fluid volume infused. Patient on vent on time of error. See medication infusing at time in the product/therapy section. Patient could have self-extubated, hypotension and hypoperfusion. These are near misses and it is my concern that the function is default programming instead of not default and there should be a notification by the manufacturer that it should not be default for critical infusions/drips. FDA safety report ID# (B)(4).